Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 370 mg/dl and 107 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.